Event description:
It was reported that log file interrogation was requested after patient was status post code in the emergency room. It was stated that the alarm screen showed that the system controller clock needed to be reset, as the date was showing 01.01.01. An x-ray of the driveline was obtained, and the images were unremarkable. Technical services stated that the log file displayed "real time clock not set" alarms due to complete loss of power to the controller, causing the controller clock to reset due to depleted batteries in-use / possible user error on 21feb2024 at roughly 8:33am. The controller operated on backup battery power / power save mode on 21feb2024 8:21 am - 8:33am where the controller recorded a pump stop / pump off event due to the complete loss of power. It could not be determined how long the pump was off. External power was restored to the controller at the black power cable lead with a fully charged battery. The log file recorded a string of "real time clock not set" alarms for the remainder of the log file. It was noted that the controller clock was set/synched with a heartmate touch (hmt). It was recommended to perform a controller self-test, and the site responded back that the self-test was normal. The site additionally stated that the controller and the hmt were still synced. Technical services noted that the controller was still showing a time/date stamp of 01jan2001. Related manufacturer reference number: 2916596-2024-01337 (controller).

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Section d1: brand name has been corrected. Section d4: UDI has been corrected. Section d4: catalog number has been corrected. Section h4: device manufacture date has been corrected. Manufacturer's investigation conclusion: a direct correlation between the heartmate ii left ventricular assist system (lvas), serial number (B)(6) and the reported events could not be conclusively established through this evaluation. The submitted log file contained events from 05jan2024 through 21feb2024. No notable events associated with the pump were captured. Multiple attempts were made to obtain additional information regarding the reported events; however, no further information was provided by the account. The patient remains ongoing on heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6) . No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas IFU, rev. C is currently available. Section 1, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.